Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their pd treatment. The patient contacted ts due to an alarm, ¿make sure hb is on ht¿, which occurred during fill 1 of 4. After troubleshooting the alarm with no success, the patient was advised to reboot the cycler. The patient then received a ¿power fail recovery failed¿ message on power up. The patient pressed ok, and the message reappeared. At that point, the patient was advised to discontinue the treatment and re-setup with new supplies. When the patient removed the cassette from the cassette compartment of the cycler, they reported seeing ¿condensation¿ or ¿moisture¿ on the black bubbles in the cassette compartment. The ts representative advised the patient to discontinue use of the cycler and a replacement was ordered for them. There was no reported damage identified on the cassette. Upon follow up, the patient stated they did not complete their treatment. However, it was confirmed that the patient did not have any symptoms due to the missed treatment. The patient informed their pd nurse of the cycler replacement. It was confirmed that the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention due to the reported fluid leak. The patient received their replacement cycler and is continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available for an evaluation as it was reportedly discarded.